Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein one lead was explanted and replaced. Effective therapy was restored post operatively. It's unknown which lead was explanted and both are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05676. It was reported the patient lead migrated after a fall. As a result, surgical intervention may occur later.

Manufacturer narrative:
The event of lead migration was reported to abbott. Patient did not show to surgery. Has not been rescheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.